Event description:
Two ring anchor trocar fixation balloons "burst" during mis- procedure.

Manufacturer narrative:
Took place in gb. Reported through distributor. Product is approved and marketed in the us as well. Customer experience report requested from hospital. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the latest device history record and the current raw material history files as well as post market surveillance showed no recorded quality problems or rejections related to this incident. Customer experience report as well as device involved/ sample from same batch is requested. Final report/test results will follow up.